Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed twice at 8 atmospheres for 30 seconds. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.